Event description:
CT chest was ordered for pt to rule out dissection. IV in left ac (antecubital) area. Prior to CT, IV flushed well. IV contrast was started using the power injector. The IV site was watched for 30-40 seconds without incident. The rt tech left the pt side to start scan. Pt started to cry. Rt ran to pt's side and noticed the IV infiltration. Pt complained of pain in the entire left arm. Positive swelling and edema. Positive cellulitis.